Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Report type: correction. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the torque handle revealed significant wear and tear, evident from the extensive indentation marks on the handle. It was noted that the locking quick connect and compression spring had fallen apart from rest of the device. Torque limiting handle was then mechanically tested and was found to be consistently within the specification limit. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the locking quick connect and the spring falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the spring during use. Wear to the device may have been a factor depending on its number of uses. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Phone number extension: (B)(6). Initial reporter is a company representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the sfx torque handle has failed during the calibration during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This report is for a sfx torque handle. This is report 3 of 4 for (B)(4).